Event description:
It was reported that an issue occurred with six prostyle devices. Reportedly, the plunger was difficult to retract. Eventually, the plunger was removed but the suture broke due to the resistance. An unspecified method was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The date of event will be estimated as (B)(6) 2022. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional perclose prostyle devices with reported issues referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
B3: estimated date. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. A conclusive cause for the reported difficulties could not be determined. In this case, it is possible the suture became entangled in the foot which could lead to difficulty removing the plunger and separating the suture, however, this cannot be confirmed. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed reports, additional information was received: the prostyle devices were used in multiple procedures.